Event description:
Pt taken to cardiac cath lab for ami. Upon coronary stent deployment, stent balloon became stuck inside the stent. Physician had to continue to work with malfunctioned equipment to remove causing coronary artery dissection. This occurred twice with two separate stents. However, both stents were from the same manufacturer.